Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, during the placement of the clip, it didn't close correctly. The clip was removed and other clips were placed in the same vessels. These clips belonged to the same device, and they closed correctly. There was no adverse event reported for the patient.

Manufacturer narrative:
(B)(4). Batch # t40e58. Investigation summary the analysis results found that the er320 clip was returned partially formed and with gap. No conclusion could be reached as to what may have caused the clip malformation as the device was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.